Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the received information, the reported issue was caused very likely due to user error. Latest information states that in situ measurements were successful and normal. User error is suspected as this is a new programming audiologist and center. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient arrived for her appointment with her external equipment broken.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient arrived for her appointment with her external equipment broken. No impedances could be measured on the left ear. Patient will be seen on (B)(6) 2016.